Manufacturer narrative:
Product complaint # (B)(4). Date sent: (B)(6) 2018. Batch # unk month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the stapler didn't fire on a vein. Afterwards it was tried outside of the patient and it fired. But the b formation of the staple was not liked. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information provided. Proximate rl vascular lin stap named l4e26d lot numbered, ethicon branded device, caused the below problems during use. The cartridge inserted device in its initial use didn¿t staple the way it needed to do. It was opened and tried again, however the stapling didn¿t occur. The device was fired empty (without any tissue between the jaws) and b formed staples were occasionally fired from the device.

Manufacturer narrative:
(B)(4). Batch # l5103x. Device evaluation summary: the analysis results showed that the tx30v device arrived with no apparent damage and with a xr30v reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.